Manufacturer narrative:
B3: estimated as 11/11/2024 as the published date for the article is noted as november 11, 2024. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: davis, c., & giacomino, b. (2024). Embolization of an amplatzer amulet through a mitraclip causing torsades and lvot obstruction: a case report [abstract]. Circulation. 150 (suppl 1). Doi:10.1161/circ.150.suppl\_1.4146286.

Event description:
Reported via journal article. It was reported that a device leak occurred. An 80-year-old man with atrial fibrillation (af) and mitral valve prolapse status post mitra clip presented to the hospital for difficulty breathing and palpitations two days after implantation of a 31mm non-boston scientific (bsc) left atrial appendage occlusion (laao) device. The patient underwent failed attempt of a watchman laao implantation due to a peri device leak one year prior. On arrival, the patient was hypotensive with numerous episodes of polymorphic ventricular tachycardia (vt), requiring cardioversion, vasopressors, and mechanical ventilation. A transthoracic echocardiogram (tte) located the non-bsc device within the left ventricle outflow tract (lvot) creating lvot obstruction and revealed single-leaflet attachment of the mitra clip. The patient was evaluated for device retrieval and mechanical support but was deemed not a surgical candidate due to severe thrombocytopenia and guarded prognosis. Despite ongoing resuscitative efforts, the patient became increasingly unstable and died in the cardiac intensive care unit (ICU).